Manufacturer narrative:
Method: device history review; visual inspection; complaint history review; risk assessment; labeling review; additional document review results: the customer reported event of the threading issue was confirmed via a visual inspection. The customer reported event occurred during demonstration, so no patient was involved and no harm was reported. Material analysis determined that galling can be the cause of the seizure of the locking nut. Removal of the seized locking nut likely caused the deformation observed on the threads. Furthermore, manufacturing records were reviewed and no issues were identified. Conclusion: the most likely cause of the reported event is galling between the screw and nut threads causing the device to jam.

Event description:
It was reported that during the inspection of the returned loner instruments from the hospital, it was found that the thread of connector adapter deformed.

Event description:
It was reported that during the inspection of the returned loner instruments from the hospital, it was found that the thread of connector adapter deformed.